Event description:
During back surgery there was a slight burn (1st degree) to the pt's right ring finger. The pt was wearing a ring. The pt was on stomach and the pad was placed close to the surgical site.